Event description:
It was reported that the ventilator generated alarm indicating high o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue could be confirmed during troubleshooting. According to the received information, the nozzle unit to the air gas module is broken and needs to be replaced. No further information was provided. The device logs were not provided. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed at least once a year, or every 5000 hours of operation of operation, whichever comes first. Our conclusion is that the broken nozzle unit was the cause of the failure. However, the root cause of why the part was broken has not been established by this investigation. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufacturer's ref: # (B)(4).